Event description:
As reported by the (B)(4) registry post index procedure, the patient experienced a myocardial ischemic event / myocardial infarction. The patient is a (B)(6) female who was admitted for a carotid angiogram with possible stent placement of a right carotid stent. The patient was enrolled in the (B)(4) study. Medical history includes hyperlipidemia, cardiac arrhythmia, CABG (2002), history of smoking, coronary artery disease, myocardial infarction, and hypertension. The target lesion location was the ostium of the right internal carotid artery (ica). The vessel was described as severely calcified and moderately tortuous. The rate of stenosis was 80%. It is unknown if an embolic protection device was used in the procedure. The lesion was pre-dilated and a precise (pc0640rxc/ lot 15512561) stent was implanted in the target lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the procedure room. During the procedure, the patient became hypotensive. Post procedure the patient's systolic blood pressure was in the 70-80's, as well as complaining of some chest heaviness. The patient was started on levophed and IV fluids and the patient's blood pressure improved. The patient's troponin levels were also elevated. The patient's pacemaker was interrogated. The patient was diagnosed with a myocardial infarction.. The patient was discharged two days post procedure, neurologically intact, with aspirin and plavix prescribed. The patient currently is in stable condition.

Manufacturer narrative:
As reported by the sapphire registry post index procedure the patient experienced a myocardial ischemic event / myocardial infarction. The patient is an (B)(6) female who was admitted for a carotid angiogram with possible stent placement to the ostium of the right carotid artery. The vessel was described as severely calcified and moderately tortuous with an 80% stenosis. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG (2002), smoking, coronary artery disease, myocardial infarction and hypertension. An angioguard embolic protection device was used in the procedure however the adverse events occurred after the angioguard had been removed from the patient. The lesion was pre-dilated and a precise stent was implanted in the target lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the procedure room. During the procedure, after removal of the epd, the patient became hypotensive. Post procedure the patient's systolic blood pressure was in the 70-80s, as well as complaining of some chest heaviness with an associated elevation in troponin levels. The patient was diagnosed with a myocardial infarction and was started on levophed and IV fluids with blood pressure improvement. The patient was discharged two days post procedure, neurologically intact, with aspirin and plavix prescribed. The patient currently is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products: levophed, aspirin, plavix.